Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after a missed meal announcement, with glucose remaining above 180 mg/dl for over 14 hours and a peak around 325 mg/dl; the user received system alerts for levels above 300 mg/dl and replaced the infusion set without observed abnormalities. Symptoms included none reported and the user stated feeling fine. Outcomes included no hospitalization, no professional medical intervention, no assistance required, and no use of backup therapy or ketone testing. Investigation included review of use-related factors and device performance based on user report. Investigation of this case revealed a use error related to a missed meal announcement with no evidence of device or component malfunction following infusion set change and continued device operation. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement.